Event description:
It was reported that a pump declared a cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. The pump was replaced, and the customer continued using the current pump to maintain insulin delivery.